Event description:
A us distributor reported that a patient was experiencing alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms) was due to the j704 connector was broken from the dn pca. The root cause for the strained cable was unable to be identified. There was no adverse event that resulted from the damaged belt.